Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 4.5 mmol/l, 6.3 mmol/l, and 8.1 mmol/l, on the compact plus system. Reporter indicated that patient did not modify therapy based on these values. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in a foreign country.